Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
A patient reported blood glucose results of d140 mg/ dl with a lifescan meter and 120 mg/dl on a laboratory device, performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. Based on statistical methodology, the calucated difference of these glucose results does not exceed lifescan's criteria for accuracy. The customer service representative walked the patient through two consecutive control solution tests, there is an indication that the product malfunctional and that the event meets the criteria for a medical device reportable. Meter was replaced.